Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed pump stop events that were associated with driveline disconnects. The submitted controller event log file contained data from 13nov2020 at 20:03:19 to 18nov2020 at 11:04:49. On 18nov2020 at 10:39:04, the driveline was disconnected and the lvad off alarms were active. The pump was off for approximately 5 seconds. At 10:39:57, the driveline was disconnected again, and the pump was off. At 10:49:19, the driveline was reconnected; however, the pump remained off until 10:49:22. The lvad off and driveline disconnect alarms were associated with low speed advisory, low speed hazard, low pump current, com b, com a, pwr_a broken, pwr_b broken and pump stop faults and low flow alarms. Additionally, from 10:39:42 to 10:49:06 no external power alarms were active. Before and after the pump stop events, the pump operated at the set speed. Multiple attempts to gather additional information was attempted; however, none was provided. The patient remains ongoing on heartmate 3 lvas, serial number mlp-011185. No product is available for investigation. The heartmate 3 IFU and patient handbook warn that if the driveline disconnects from the system controller, the pump stops. If this occurs, the driveline should be reconnected to the system controller promptly to resume pump operation. The IFU also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Furthermore, the hmii IFU and patient handbook address all system controller alarms, including the driveline disconnected alarm, as well as how to respond to each alarm condition. The relevant sections of the device history records for mlp-011185 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 17aug2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was requested, but no provided. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient presented to the emergency room (ER) and had brief cardiac arrest. The patient recovered and was able to communicate that she performed her self-test in the morning and the screen read "call hospital contact." The patient called ems (emergency medical services) and the emt/paramedic thought the controller needed to be changed so a controller exchange was attempted, but it was unsuccessful. When the patient arrived to the ER the staff was able to reinsert the driveline into the patient's original controller. Upon interrogation, it appeared that pump was off at 10:39 and then restarted at 10:49. The times were one hour later due to the recent time change. The replace battery alarm was also present later and the backup battery was replaced with a new one. Log file reviewed and the backup controller ((B)(4)) event log recorded 2 events on (B)(6) 2020. There were no issues regarding the controller's backup battery. The primary controller ((B)(4)) recorded backup battery fault alarms on (B)(6) 2020. The driveline disconnected from the controller on (B)(6) 2020 at 10:39:04am and reconnected on (B)(6) 2020 at 10:39:09am. The driveline disconnected from the controller again at 10:41:21am and reconnected at 10:49:22am. The driveline disconnects were associated with pump off alarms. The pump was off for about 5 seconds on (B)(6) 2020 at 10:39am and then 10 minutes at 10:41am. The backup battery fault alarm appeared to have resolved on (B)(6) 2020 at 11:04am. Manufacturer report number of controller: 2916596-2020-05892.